Event description:
Rptr alleged blood glucose measured 338 mg/dl on the advantage sys compared to emergency medical sys meter result of 88 mg/dl when testing was performed 10 mins apart. The location of the original test was not provided, however, customer stated not having any high or low glucose symptoms at the time. As a result of the comparison, no actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement prod was sent. Advantage sys: meter serial # not provided and comfort curve test strip lot 549309 with an exp date of 12-31-07.

Manufacturer narrative:
The suspect prod is the comfort curve test strips.